Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: can you please quantify the amount of bleeding that occurred (mls)? How was the bleeding controlled? Was a transfusion required?

Event description:
It was reported that during a revascularization infarction - heart surgery, in dissection of the mammary artery procedure, miss alignment of jaw that caused a crossed clip and caused bleeding. Another like device was used to complete the procedure. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please quantify the amount of bleeding that occurred (mls)? The sales rep could not remember. How was the bleeding controlled? With suture prolene. Was a transfusion required? No.